Event description:
Caller reports being unable to obtain blood glucose result due to an error on the aviva device. Customer was incoherent when caller attempted to use the device. Caller treated him with orange juice. Customer then administered levemir insulin and declined additional treatment stating he felt fine. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.